Manufacturer narrative:
Correction to h6; component code, type of investigation, investigation findings, investigation conclusion. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery review found tortuosity and calcification in the patient's access vessel. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the reported event of a punctured liner was unable to be confirmed as there was no complaint unit available for evaluation and no relevant device or procedural imagery was provided. Available information suggests patient factors (tortuosity, calcification) likely contributed to the event as the access vessel presented tortuosity and calcification per 3mensio review. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2024-08893.

Event description:
Per the field clinical specialist (fcs), during a transcatheter aortic valve replacement (tavr) procedure using a 26mm sapien 3 ultra valve via transfemoral approach, when the physicians advanced the 26mm valve and delivery system through the 14 fr esheath+ with live fluoroscopy watching the lv wire and tip of the sheath. The patient's blood pressure began to decline rapidly and was hemodynamically unstable. The physicians looked with fluoroscopy, and it was noted that the delivery system was looped at the origin of the right external iliac and the valve appeared to remain in the vessel. The physicians pulled back on the delivery system to straighten the loop and performed an angiogram via a pigtail through the contralateral (left femoral artery access), which confirmed there was an iliac rupture. The physicians attempted to pull the valve, delivery system, and sheath out of the body but were not successful due to resistance when trying to remove the system. A non-edwards occlusion balloon was inserted via the left femoral artery and parked in the abdominal aorta. The patient never recovered and expired on the table. The perceived cause was that the delivery system potentially went through the seam on the esheath as the delivery system was being advanced, the valve stayed in the same place in the esheath (near the external iliac artery) and the delivery system slack created a large loop extravascular. Per report, a 14 fr esheath plus was prepped per the IFU. The right common femoral artery was accessed and preclosed with a perclose device before 14 fr esheath+ insertion. Sheath insertion was successful without incident.